Event description:
While transferring an infant to a new nest, slight tension on line was noted during the transfer. The line pulled out of the "y " connection on the umbilical vein/artery catheter (uvc).